Event description:
The pt's cartridge was empty while units remaining indicated 175u. They were in full blown dka. They said that the pump never alarmed and that there are no alarms recorded in the history. They did not see or smell insulin leakage. They were hospitalized.